Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device/serial numbers. The date of death is not available at the time of this report; as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article:spanish implantable cardioverter-defibrillator registry. 13th official report of the spanish society of cardiology electrophysiology and arrhythmias section (2016). 2017; 70(11):960-970. 10.1016/j.recesp.2017.07.018 if information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillators (icds). Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there was one patient death. The article additionally reports that patients experienced coronary sinus dissection, tamponade, pneumothorax, and unspecific complications. The status of the device is unknown. Further follow up did not yet yield any additional information.